Event description:
It was reported while using unknown bd insyte catheter the catheter was frayed. There was no report of patient impact. The following information was provided by the initial reporter: flowered catheter.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. UDI # unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unknown bd insyte catheter the catheter was frayed. There was no report of patient impact. The following information was provided by the initial reporter: flowered catheter.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed some small damage to the catheter tip. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, that was the extent that the engineer was able to identify. For a more thorough investigation a physical sample would need to be returned. A definitive root cause could not be identified.